Manufacturer narrative:
10/2/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a complaint investigation is not possible as the device has not been returned. Device history evaluation - no nonconformity for this lot. Conclusion: a determination of root cause is not possible as the device has not been returned.

Manufacturer narrative:
Integra has completed their internal investigation on september 5, 2016. Results: evaluation of returned device; black plastic part was replaced by service and repair technicians conclusion: the most probable cause of the black plastic part damage is this component burning by formation of an electric arc, probably due to the presence of humidity on the connection zone. It can come from a defect of cleaning or of drying of the instrument.

Manufacturer narrative:
Additional information received on dec/7/2015.the instrument burned at the connection of the forceps and the cable with crepitus, sparks and smoke. There was risk of burn for the patient and surgeon.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The forceps burnt. No further information available. 12 of 12.